Event description:
Pt being ventilated with device. With 30 minutes of battery life remaining, battery alarm went off. Two minutes later, system failure alarm went off and ventilator shut off. Manual device was present and immediately initiated to ventilate pt.